Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker historically detected high out-of-range impedance measurements and more recently has evidence of oversensed noise. The health care professional (hcp) indicated the noise looks like the minute ventilation (mv) sensor. The patient has reported dizziness over the past few weeks. The patient reported falling in (B)(6) 2017 before all of this started. The mv sensor was programmed off and the patient will be monitored. No adverse patient effects were reported.